Event description:
It was reported that during a greenfield filter placement procedure, tracking and deployment issues were encountered. During prep "the guidewire would not track through the delivery system." No resistance was met, however, while inserting the carrier into the pt's body. Once reaching the desired deployment site, the deployment device ballooned, but the filter did not open fully when carrier device was removed. The physician inserted endoscopy forceps through the filter sheath to manipulate the filter. It appeared under fluoroscopy that all but one leg deployed properly. A second filter was not placed, as the pt had adequate protection from future embolic events. The pt's status is reported as 'fine' following the procedure.